Event description:
The account noticed smoke coming from the antenna of the sample handler on the architect i2000sr. The account turned off power to the analyzer. No exposure or injury was reported to the operator. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The account stated that in addition to the burning smell from the analyzer, it was also reported that error 7109 (temperature controller board not communicating) occurred. The customer turned the power off to the analyzer. Field service went on-site and confirmed smoke from the antenna of the sample handler when power was started up. Service replaced the damaged antenna, powered on analyzer, and confirmed normal function. The damaged sample handler lls antenna is not available for return. A search of the service history for the instrument found no other tickets related to the complaint under investigation. A review of metrics data did not identify any adverse or nonstatistical trends for the sample handler lls antenna. The architect system operations manual has adequate labeling for electrical hazards of the system. Based upon the data available and the results of this evaluation the information reasonably suggests a malfunction. No systemic product deficiency was identified.